Manufacturer narrative:
Concomitant medical products: sdr303b, ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and as a result the right ventricular (rv) lead was reprogrammed. The rv lead remains in use. No further patient complications have been reported as a result of this event.